Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 4. Details of surgery: sinus perforation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and inflammation. No further patient complications were reported.